Event description:
Hcp reported patient claims long history of being shocked while going through store security systems, even when dual devices are off. Patient experiences are not well documented. Hcp reported replacing the receiver antenna system on (B)(6) 2004. The device was replaced but not returned to the manufacturer for analysis.